Event description:
Reported due to posteriorfoot break found during device analysis. Teport recieved from the analysis of the perclose a-t (closer ak) device that the posterior foot was broken and not returned with the device. The operator attempted an arteriotomy closure with the device following a diagnostic procedure. Repoprtedly upon deployment of the fllo "only 1/2 of the foot deployed". Due to the partial deployment of the foot, it was not possible to deploy the needles. The sheath was reintroduced and manual compression was applied. It is unknown whether the patieht experienced any adverse events; however, no adverse events were reported. Although requested no additional information was provided.